Event description:
It was reported that during a breast biopsy procedure, received l3-002 errors. It was not reported if the breast had been pierced or if samples had been taken. The errors wouldn't clear, so they had to cancel the case and reschedule for an unknown date.